Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon trailed with a size 2 tibial baseplate, however, when implanting the final components the size 2 baseplate appeared larger than the trial instrumentation. A size 1 component was used to complete the procedure.